Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab catheter stuck in sheath is confirmed based on visual inspection. Upon return, a super arrow-flex (saf) sheath was noted stuck on the iab catheter balloon. The cause of how the catheter balloon became stuck in the sheath could not be determined. The sheath and catheter had passed functional testing and the returned iabc bladder membrane passed dimensional inspection. The root cause of the complaint is undetermined. A potential cause is user error. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that during intra-aortic balloon (iab) counterpulsation, the balloon was inserted and found to be unable to pass through the wire sheath. As a result, a 2nd iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) counterpulsation, the balloon was inserted and found to be unable to pass through the wire sheath. As a result, a 2nd iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death.